Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body in the regions approximately 50 mm from the terminal pin. Additionally, there was a crack in the polycin vorite notch area next to outer conductor electrode, which extended into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode with noise present. The device data was sent to boston scientific technical services (ts) for review. Ts discussed the noise was non-physiological indicating the electrode integrity could be compromised. The physician suspected an electrode fracture but elected to explant and replace the entire s-ICD system to resolve the event. No additional adverse patient effects were reported. It was originally believed that the entire system would be returned for analysis, but only the explanted electrode was returned. Exhaustive attempts were made for information regarding the device return status, but a response was not received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode with noise present. The device data was sent to rhythmcare for review. Rhythmcare discuss the noise was non-physiological indicating the electrode integrity could be compromised. The physician suspected an electrode fracture, but elected to explant and replace the entire s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.